Event description:
It was reported by the pt: on (B)(6) 2009, I had total knee replacement done by dr (B)(6). Dr. Used your zimmer parts; blade patella reamr 5979-95-41, femoral component 5992-14-01, patella 35mm 5878-65-35 and the tibial component 05-121-05141. Right from the get-go, something was wrong with my knee. It never felt solid. The parts were cementless and one part did not adhere, in tremendous pain and so much swelling, never knowing if the knee would hold me. I was on pain pills constantly. It is unk if any revision is planned.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.